Event description:
The st. Jude medical representative reported that the device exhibited t-wave oversensing. As a result of the oversensing, the pt received inappropriate therapy. Technical services discussed that the capture threshold had increased and thhe signal amplitude had decreased, indicating a possible dislodged lead. The st jude med representative later phoned to report that the lead was replaced due to a suspected perforation. Upon visual inspection of the lead at explant, no abnormalities were noted. The lead was discarded and will not be returned for analysis.